Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The complaint can be confirmed. There was a physical cut found in the motor cable insulation. Also, a short circuit was found in the motor cable, therefore it was replaced. When the motor cable is damaged physically or by means of a break in the electrical continuity, the device may not function as intended therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the micro tornado hp w handcontrol device did not work correctly. According to the report, the user tried to turn on this device before the surgery and he realized the failure: the fms recognized this motor, 283512, but it did not work correctly. There was an unspecified delay in the surgery to obtain a spare device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred on 2019. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.